Event description:
The customer reported that the battery has 5 dim leds and fails to power up the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery has 5 dim leds and fails to power up the device. There was no report of pt involvement. The battery has been returned to the philips and the failure was confirmed. The customer was shipped a replacement battery.